Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that appeared on the homechoice (hc) display during day fill. The home patient (hp) stated that the heater bag was full. The technical service representative (tsr) assisted the hp with troubleshooting the alarm, but the hc machine kept alarming, so the tsr assisted the hp to end therapy early and advised to contact nurse. The hp stated he would do a manual exchange in the meantime. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.